Event description:
Reportedly, during manual sensitivity tests performed with the subject ICD, the first valued measured was inappropriate (0.4mv), whereas following values were measured around 10mv (ventricular channel). This is confusing because this lowest value is shown in min / max window on the sensing test page.